Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5103959, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-1200, serial number: (B)(4), batch/lot number: 358224, model/catalog description: precision montage MRI ipg sterile kit. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads and ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the lead incision site. Symptoms of redness, swelling, and wound dehiscence were noted. The physician believed that the infection was device related. The patient was placed on antibiotics and was explanted.